Event description:
During the one month post implant, f/u of the device involved in this report, oversensing episodes were visible in device memory.

Manufacturer narrative:
Jan 11, 2010. This event concerns a device that was mfg and used outside the us. Review of the electronic data and files received. Results and conclusion: such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. (B)(4). The oversensing episodes were non sustained episodes which did not trigger any therapy (because they were non sustained). Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead / connector issue. None of them could be confirmed.